Event description:
Additional information indicated the battery depletion was thought to be normal.

Manufacturer narrative:
The backup reset observed in the field could not be confirmed in the laboratory as the device was received with loss of telemetry and a depleted battery. The cause of backup reset was likely due to the depleted battery. A longevity calculation was performed based on default parameters and the device did not meet its expected longevity. The cause of early battery depletion could not be determined from the analysis. After an external supply was attached and the device was powered up, the device passed all functional tests. No electrical anomalies that would account to early battery depletion were identified.

Event description:
During follow-up, the device was found in backup mode and telemetry was lost. Attempts to download firmware to restore normal function were unsuccessful due to loss of telemetry. Battery depletion was suspected however there was no indication the depletion was abnormal. The device was explanted. No adverse patient consequences were reported.